Event description:
A customer reported an altitude alarm issue with their insulin pump, which occurred three times during commercial flights, the first time being in february 2025. There was no adverse impact on the customer¿s blood glucose level. Although the issue resolved itself each time, technical support provided tips to prevent future altitude alarms. The customer did not need to replace the cartridge and was able to resume insulin delivery with the original cartridge.